Event description:
It was reported that there was no capture when trying to shock the t-wave at 8v and 1.5ms during defibrillation threshold testing. The t-wave shock pacing was attempted again at 3v at .4ms and was successful. The pocket was closed and the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.